Event description:
Customer reportedly obtained a result of 2.8 inr on the coagucheck xs system and 4.1 inr on a professional device during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.